Event description:
The complainant reported leakage from the y-port connector of two feeding tubes, and reported that the amount of feed leakage was minimal. There was no report of serious injury or illness associated with this complaint, only an inconvenience in the feeding regimen.

Manufacturer narrative:
Submission date of this report: 06/11/2007.